Event description:
Procedure: anterior resection. According to the reporter: the customer reports that the device broke at the articulated site of the sulu, during use. The sulu fell inside the abdomen of the patient so the intervention had to be converted into an open surgery. The last known patient status was reported as fine. No reinforcement material was used. There was unanticipated tissue loss as a result of this problem. Surgical time was extended by more than 30 minutes due to the product problem without adverse event for the patient.

Manufacturer narrative:
(B)(4).